Event description:
Red alarm message on the intelliview info center (iic) pt sector, but with a clean ECG signal, and a hr of 60. The user states that when they went to the pt, the pt had already expired.